Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the calcified and severely tortuous proximal left anterior descending artery. The target lesion was predilated with an unspecified balloon catheter. Then, the physician began inserting a 2.50x28mm promus element stent delivery system, but felt resistance and removed the device. It was noted that stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status us good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).